Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unbale to pace and sense during pacing system analyzer and physician suspected lead failure. A new lead was placed. No adverse patient effects were reported.